Manufacturer narrative:
The field complaint of burn marks and damage was verified. The visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter and no physical damage to the outer casing of the ac power adapter; however, the inspection of the green contact strips in the ac power adapter revealed burnt damage. In turn, the transmitter was not plugged into a working ac electrical outlet. Upon opening the ac power adapter, inspection revealed that there were burnt components and damage on one side of the power supply pcb and on its¿ inner casing. Inspection of the opened transmitter revealed that there was no damage to the main pcb or to its¿ inner housing. The original ac power adapter was replaced to test the transmitter with a new ac power adapter. The unit was then plugged into a working ac electrical wall outlet and the power on function was performed successfully. Testing revealed that the burnt components on the ac power adapter¿s pcb caused the merlin@home transmitter to not power on. The ac power adapter is equipped with safety components to prevent over current events except for external natural events (such as lighting strikes and high-power line transients). Such events cause the power supply to stop functioning, making the unit non-operational. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Event description:
It was reported that burn marks were noted on one of the electrical plug prongs of the merlin@home transmitter. In addition to the burn marks, the other electrical plug prong had been broken off. The transmitter was replaced to resolve the event. The patient did not experience injuries or adverse consequences due to the event.